Event description:
It was reported that a particulate matter was observed in a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was identified during setup and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. Correction to e1: initial reporter phone no. (Update format). H4: device manufacture date : june 8, 2021 - june 9, 2021. H10: the device was received for evaluation along with photos of the sample. Unaided visual inspection along with magnification did not identify any abnormalities that could have contributed to the reported condition. The fill port cap was removed and no defect could be observed of the connector or cap areas. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.